Event description:
A medtronic representative reported that a surgeon alleged inaccurate tracking occurring during a previous ent procedure. Per the surgeon, the issue happened a long time prior to their report to medtronic, no specific date reported. No specific measurement was provided regarding the alleged inaccuracy, the surgeon approximated 2mm. There was no patient harm reported. No additional instances were reported. Issue could not be duplicated at the site.

Manufacturer narrative:
Manufacture date now provided.

Manufacturer narrative:
Patient information cannot be provided, per site representative, as no specific event date was provided. Event date was not specified by surgeon in report to medtronic representative. The suspect device lot number and manufacture date is dependent on the return of device to manufacturer. Suspect devices have not been returned to manufacturer for further evaluation. Medtronic representative, at the site, provided training to the surgeon regarding proper tracer registration technique. No further issues have been reported.

Manufacturer narrative:
The suspect system emitter and axiem box returned to the manufacturer for evaluation. Both components tested fully functional. Unable to replicate issue. Emitter (a.k.a. Field generator) evaluation results are as follows: the field generator was connected to a test system. Tester verified a registration probe. Verification, tracking, and accuracy with the registration probe looked normal. The test system/emitter was also checked with a patient tracker and pointer tracer. Accuracy was within specifications. The emitter passed the pegboard accuracy test. Flexing the cable did not indicate any intermittent opens. The emitter passed electrical testing per standard of procedure. Fully functional. Axiem box evaluation results are as follows: after the axiem unit was connected to a test system the tester was able to verify a registration probe. While using a patient track and pointer tracer tester was able to track through the entire head model with all software tabs in green status. Accuracy was within specifications. All 4 axiem ports functioned normally. The unit passed the pegboard test. The unit passed electrical testing per standard of procedure. Fully functional. Furthermore, the inaccuracy has only been alleged by one out of three surgeons who use the system. The medtronic field representative who originally reported the issue has provided further training to the surgeon on optimizing accuracy as well as alternative registration methods. No further inaccuracy issues have been reported.